Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an adverse event while the device was in use. The endotool glucose management system, (B)(4), was being used to manage the patient's blood glucose (bg) level. On (B)(6) 2011 at unspecified time, the nurse entered the patient's info into the endotool software. At 1433, the nurse entered an initial serum bg of 1125 mg/dl. Endotool recommended 12.6 units/hr and 10 units bolus dose of regular insulin be administered and to check the bg measurement in 30 minutes. The nurse delivered the recommended dose. Between 1506 and 1714, the pt's bg measurement was 600 mg/dl. These values were obtained from a point of care glucometer, which has a maximum value of 600 mg/dl. The actual blood glucose measurements are unk. During this time period, endotool recommended between 7.7 units/hr to 18.1 units/hr and between 0 to 14 unit bolus doses of regular insulin be administered and to check the bg measurement in 30 minutes. The nurse delivered the recommended dose. Between 1800 and 2151, the patient's bg measurements ranged from 173 to 600 mg/dl. Endotool recommended between 29.3 units/hr to 6.5 units/hr and between 0 to 23 unit bolus doses of regular insulin be administered and to check the bg measurement between 30 minutes to 60 minutes. The nurse delivered the recommended dose. At 0011 on (B)(6) 2011, the patient's bg measurement was 17 mg/dl. Endotool recommended 35 ml of 50% dextrose in water to be given and to recheck the bg measurement 30 minutes later. The nurse administered the recommended dose and rechecked the bg measurement 42 minutes later. The bg measurement was 78 mg/dl. At 0214, the patient's bg measurement was 68 mg/dl. Endotool recommended 25 ml of 50% dextrose in water to be given and to recheck the bg measurement 30 minutes later. The nurse administered the recommended dose and rechecked the bg measurement 2 hours and 35 minutes later. The bg measurement was 108 mg/dl. Endotool recommended 1.4 units/hr of regular insulin to be administered and to recheck the bg 1 hour later. At 0600, the patient's bg measurement was 207 mg/dl. Though requested, no add'l info was provided.